Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following pre-dilation with a 3.50 x 15 mm non-boston scientific balloon catheter, a 38 x 4.00 mm promus elite drug-eluting stent was fully deployed at 14 atmospheres. During post-dilation, a flow-limiting proximal stent edge dissection was observed. An additional stent was deployed to cover the dissection; and the procedure was completed. No further patient complications were reported, and the patient remained stable post-procedure.